Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately 50% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown plif spinal procedure at l4-l5. At an unknown time post-operatively, it was noted that the patient had a potential infection. A revision was done and the hardware was removed. During the revision, the surgeon had difficulty removing the screw thus causing the screw head to break off. Surgeon had to drill around the screw head and remove the broken piece with forceps. No further details are known at this time.

Manufacturer narrative:
Rod was returned as well and listed as concomitant product.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.